Event description:
Healthcare professional reported left side deflation. Later, healthcare professional reported "valve leaked with pressure." Healthcare professional also reported damage done during explant surgery as "small tear in periphery." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation; "valve leaked with pressure".

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation and use error: observed, 1 opening assessed, as cracked valve seat diaphragm valve. As per the investigation procedure: wear abrasion and creases was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported, left side deflation. Later, healthcare professional reported, "valve leaked with pressure". Healthcare professional, also reported, damage done, during explant surgery, as "small tear in periphery". The device has been explanted and replaced.